Event description:
Retractor placed in patient chest and as handle was turned to retract, one of the blades fell off due to material failure of the screw holding the blade to the retractor.

Event description:
Retractor placed in patient chest and as handle was turned to retract, one of the blades fell off due to material failure of the screw holding the blade to the retractor.